Event description:
Patient reported right side "constantly sick", "misshaped", "infections", and "very dense". Patient additionally reported "breast implant illness" not related to device. Device remains implanted.

Manufacturer narrative:
Further investigation results:during the trend review of all infection complaints for saline breast implants for the period of(B)(6) 2021 through (B)(6) 2023, were noted an outliers in (B)(6) 2021. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, it was found a sealer and a sterilizer involved in more than one occasion on those processes, also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported, right side "constantly sick", "misshaped", "infections", and "very dense". Patient additionally reported, "breast implant illness" not related to device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient later reported "deformed, going into armpits, breast implant illness, they're heavy and they hurt" and "I get a rash and it itches, my eyes would swell and peel".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.